Manufacturer narrative:
Trend analysis: n/a as no item number was available device history records (DHR): the DHR check could not be performed as the lot number was not available. Event summary: it is reported that the patient was revised due to pain, high cocr levels, MRI confirmed fluid build up in socket. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation no product documentation was reviewed for investigation. Root cause analysis neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer implant and is continuously monitored and updated. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review, neither the device has been received for investigation . As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient had an initial left hip arthroplasty in (B)(6) 2010. The patient was revised 10 days later due to infection (this incident is reported in (B)(4) by zimmer inc, (B)(4)). Subsequently, on unknown start date, the patient was experiencing anterior and posterior pain (groin and gluteus), high cocr levels, MRI confirmed fluid build up in socket and was therefore monitored. The revision surgery was performed on (B)(6) 2016. Note: since the start date of the problems are unknown the field "date of event" is left empty.